Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is 1 of 2 mdrs since there were 2 sldas.

Event description:
Edwards received notification of a pascal precision ace in mitral position where 5 days after the procedure, it was known that two late single leaflet device attachments (slda) had occurred and the patient underwent a redo repair. The patient initially presented with mixed mitral regurgitation (mr), mr 4+ and leaflet tethering. The final result after 3 devices was reduced to mild. After the index procedure, the patient was discharged, but returned to the hospital due to dyspnea and cardiogenic shock. Initial diagnostics showed two detached devices from the anterior mitral leaflet (aml) and the posterior mitral leaflet (pml) and mr was back to 4-severe. Operation capability was not given, therefore decision was made to try to grasp both leaflets to reduce the mitral regurgitation (mr) and stabilize. Restricted and short pml made it challenging, as expected. However, it was possible to get one grasp and visually reduce the residual mr.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Due to limited information, a definitive root cause was unable to be determined. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.